Manufacturer narrative:
Product complaint # (B)(4). If the further details are received at a later date a supplemental product will not be returned.

Event description:
It was reported a patient underwent an unknown surgery on an unknown date and a reservoir was used. After surgery, in the ward/ICU, the lock of the reservoir unlocked several times during use. The reservoir was replaced because it was unknown whether the reservoir sucked /functioned properly. Further details are not provided. No sample will be returned. There were no adverse consequences to the patient.